Manufacturer narrative:
H3 other text : device not returned to manufactuer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5114806). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The reporter alleges the patient experienced severe coughing episodes, expectorating blood and stage 4 lung cancer. Chemotherapy/keytruda was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5114806). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The reporter alleges the patient experienced severe coughing episodes, expectorating blood and stage 4 lung cancer. Chemotherapy/keytruda was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In section h for type of reported complaint: product problem was selected. This was incorrect and corrected to death on this report. Health impact codes were updated to death and serious injury. Recall number was added.